Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1005283 with positive quality control devices and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1005283 and test base part number 190-430 / lot 1005283. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1005283 showed the complaint rates are (B)(4) . Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false negative results on a direct tested nasal kitted swab with the ID now covid-19 assay performed (B)(6) 2020. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with pcr (date of collection not provided) generated positive results (CT value not provided). The patient was symptomatic, with a high fever, at the time of testing. No further patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.